Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2017-02164. This report is being submitted as additional information. Approximate age of device ¿ 3 years and 9 months. Manufacturing evaluation conclusion: the evaluation of heartmate ii lvas, confirmed fixed depositions of blood. In addition, this evaluation revealed native heart tissue which extended into the interior of the inlet tube, predominantly on one side. The pump was returned assembled with the entire driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube and surrounded by native heart tissue. The outflow graft and outlet elbow were not returned. The device appeared to have been exposed to a fixative agent. Depositions of fixed blood were observed throughout the inflow conduit and on the body of the rotor. The depositions did not reveal evidence of laminated layering, which indicates that they were likely not present while the pump was supporting the patient; however, the hard and grainy texture indicates that they were exposed to a fixative agent. This suggests that the depositions could be the result of poor surface washing due to a low flow event or an interruption in flow through the pump. This is consistent with the loss of support due to disconnection of the driveline, which was observed through the evaluation of the system controller log file submitted under cs-095255. The apical sewing ring was secured to the distal end of the inlet tube and surrounded by native tissue. This native tissue appeared to have extended into the interior of the inlet tube, and a thin layer of tissue was adhered to the proximal end of the inlet tube. The tissue ingrowth was located predominantly on one side of the inlet tube, and it appeared to partially obstruct the flow of blood. Although specific cause for this finding could not be conclusively determined through this evaluation, tissue ingrowth located predominantly on one side of the inlet tube could indicate a potential inflow conduit alignment issue. However, a potential angling of the inflow conduit during support could not be conclusively confirmed through this evaluation. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was found expired by family members on (B)(6) 2017 at about 5:15 pm. Primary system controller log file analysis completed by the manufacturer¿s technical services representative revealed the log file appeared normal until (B)(6) 2017 at 7:17 when the external batteries depleted, and the backup battery supported operation of the pump. On (B)(6) 2017 at 7:57 the driveline was disconnected, and the pump stops. The backup system controller log file analysis completed by the manufacturer¿s technical services representative did not show any current activity. Additional information was requested but was not provided.